Manufacturer narrative:
The device was not returned for evaluation therefore we were not able to complete a thorough investigation. A supplier corrective action request (scar) has been sent to vendor (xeridiem medical devices) in relation to the product issue; however, still waiting for completion. The investigation is incomplete at this time, a follow-up report will be submitted with additional information once received, this report will be updated.

Event description:
The patient returned from the operation room with zero urine in the foley catheter bag and the urometer was dry and collapsed without signs of any collection inside. The operation room report showed ultrafiltration of 2 l fluid removal. The nurse receiving the case did troubleshooting of the catheter and irrigated with no return, also a bladder scan displayed for 350 ml. Balloon deflated and catheter cleaned and advanced further into bladder, balloon re-inflated. Urine output continued to be low over the next 12 hours, however was clear with no clots and no further management until patient complained of severe abdominal pain the morning after surgery. Bladder scanned again displayed to be retaining urine. Foley again irrigated but unable to flush or withdraw irrigation fluid, following with foley catheter removed. Patient incontinent of urine. Foley catheter remained out and patient able to void without issue.

Manufacturer narrative:
This investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.